Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses to repair a dissecting aneurysm of the aorta with the diameter of 70mm. The patient tolerated the procedure. It was reported that the patient's condition was well and stable after the procedure. On (B)(6) 2010, the aneurysm ruptured. It was reported that the rupture was due to perfusion to a re-entry (location unknown) and subsequent aneurysm enlargement (amount unknown), and that the re-entry was intentionally untreated at the initial procedure to avoid paraplegia. The physician performed an open surgery and attempted to repair the rupture, however during the surgery the patient expired due to excessive bleeding from the rupture.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.